Manufacturer narrative:
Concomitant medical products: 0185 lead implanted: (B)(6) 2008.

Event description:
It was reported that at the left ventricular (lv) lead exhibited high thresholds since implant. It was noted that the best threshold was from lv2 to rv coil, but the patient experienced diaphragmatic stimulation in that configuration. The lead was programmed to lv1 to rv coil but had to be programmed at six volts. Therefore, when the patient had their mitral valve replaced the surgeon decided to cap the lv lead and replace it with an epicardial lv lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.